Event description:
It was reported that during a hemorrhoidectomy procedure, incomplete staple line. Stapler only has worked correctly at posterior wall of rectum meaning cutting and stapling simultaneously, at anterior wall it only has cut, no staples were formed. This was noticed when parts of small intestine were detected in the lumen of the rectum after cautiously having removed the stapler. There was a complete dehiscence of the anterior wall of the rectum. The pt got an emergency laparotomy and was provided with a protective ileal stoma. Pt still stays in hosp but it expected to be discharged in near future. Surgeon excludes the possibility of malpractice, having performed 15 seconds of compression of the tissue. Stapler was closed and fired as usual and afterwards removed easily from the rectum. It contained sparse rectal tissue, the pt's rectal wall being thin. No further info is available. Requested additional info on 03/08/2010 and received the following: the pt was an elderly woman (assumed age (B) (6)), weight is unk. She was taken in as an ambulant pt. During surgery, a huge whole appeared in rectum wall - surgeon does not know where it came from. He noticed that the rectum did not have much muscularis, the tissue was thin. As small intestine came into rectum, it was decided that the pt was brought into another operating room and another surgeon did the temporary stoma. Pt is fine now. No info on the product handling only that the surgeon is really experienced and a careful one.

Manufacturer narrative:
(B) (4). Evaluation summary: the analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the mfg process.